Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging core was twisted. Microscopic inspection revealed the imaging core was kinked and twisted. Impedance testing shows an electrical open at the distal end of the catheter between 0-10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 16jan2024. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery. The opticross hd imaging catheter was selected for use. After flushing, the image sensor was damaged and there was no image. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was fine. However, device analysis revealed the imaging core was twisted.